Event description:
The customer contacted beckman coulter, inc. (Bec) to report receiving discrepant results for troponin I (accutni) for one (1) patient sample assayed using access accutni reagent on a unicel dxc 600i synchron access 2 immunoassay system. The discrepant results were not reported out of the laboratory. There was no impact to patient treatment. The customer reported that the patient sample was run in duplicate for accutni and the replicate results had exceeded the laboratory's precision claim of 10%. The customer repeated the assay and obtained a higher accutni result. The customer then repeated the assay on their access 2 immunoassay system which generated an accutni result which matched the third result from their unicel dxc 600i synchron access 2 immunoassay system. This result was reported out of the laboratory. The customer was asked to provide specific data pertaining to this event but declined to do so. The customer reported that quality control (qc) results were recovering within the laboratory's established ranges leading up to the event.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site as the customer had declined service at this time. Thus, an evaluation of the analyzer could not be performed. A definitive root cause has not been determined for this event.